Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a left retroperitoneal bleed found on imaging on (B)(6) 2018. On (B)(6) 2018, the patient became hypotensive and tachypneic. The patient¿s hemoglobin dropped by 2 grams. The patient received 3 units of packed red blood cells (prbc) and 2 units of fresh frozen plasma (ffp). The patient experienced cardiac arrest after being transferred to the intensive care unit. Patient was resuscitated for almost 60 minutes. The patient experienced multi-organ system failure (placed back on ventilator, creatinine rising, liver function test (lft) was abnormal, requiring multiple vasopressors to maintain blood pressure). After further deterioration, the family decided to withdraw care and patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that post-op course was complicated by pneumonia, ventilator-dependent respiratory failure (vdrf), tracheostomy, percutaneous endoscopic gastrostomy, (peg), clostridium difficile (cdiff), and left retroperitoneal hematoma. On (B)(6) 2018, the patient experienced sudden respiratory compromise, was found to have a drop in hemoglobin, sent back to intensive care unit, coded, had multiple organ system failure following code, and family withdrew care. Exact cause of death unclear.

Manufacturer narrative:
Analysis conclusion no device-related issues were identified during the evaluation of hm3 lvas, (B)(4), and a direct correlation between the pump and the reported event could not conclusively be established. (B)(4) was returned assembled with the pump cable intact. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged, and the apical cuff was returned attached to the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Additionally, the submitted log file appeared to show the pump functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.